Event description:
A user facility¿s clinic manager (cm) reported that a fresenius 5008x bloodline had air in the lines during a patient¿s hemodialysis (hd) treatment. The air originated from the arterial pressure dome. The machine, a fresenius 5008x machine, did not alarm, but was not expected to. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection and preparation for analysis, the product was found to be in good condition: no bends, cracks, or other damage could be observed. A visual inspection was performed. Under microscopic examination a slight delamination was observed between the pressure dome port and the main line tubing however, no leak or detachment was presented from the assembly. No other issues were found in the remaining components of the set. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius 5008x bloodline had air in the lines during a patient¿s hemodialysis (hd) treatment. The air originated from the arterial pressure dome. The machine, a fresenius 5008x machine, did not alarm, but was not expected to. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.